Manufacturer narrative:
Updated field :annex d.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a radical extraperitoneal prostatectomy with lymphadenectomy da vinci-assisted surgery, the wire at the top of the maryland bipolar forceps was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and it was confirmed there was no patient injury and no delays for the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The complaint regarding broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.